Event description:
Pt presented with infected elbow. Taken to or. Film showed pivot pin was backing out. Dr opened up; polyethylene bearing surfaces were cracked and broken off. Split ring still in place. Pivot pin backing out. Tissue blackened around implant. Removed the broken/worn polyethylene and replaced with new split ring and pivot pin.